Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had pre-existing shingles that were made worse by wearing the lifevest. The patient was given a prescription from her physician, and was given extra garments. Follow-up indicated that the shingles had improved.